Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via study that a patient died due to some unknown cardiac reason. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that death, as noted in the xience v instructions for use and risk assessment matrix, is a known adverse event associated with coronary stenting. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.